Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event - exact event date is unknown. Additional suspect medical device component involved in the event: model: sc-1416. Serial: (B)(6). Batch: (B)(6). Catalog description: wavewriter alpha prime 16 ipg kit. UDI: (B)(4).

Event description:
It was reported that the patient experienced shocking sensations in the abdomen when the device was turned on and off. It was noted that the patient's device was not functioning after a fall. The patient underwent a revision procedure where the ipg and lead were replaced. The patient was doing well post operatively. The explanted devices were not released by the medical facility and were not returned.